Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported red itchy skin with blisters and bumps. Medical attention was sought and patient was prescribed a steroid cream (hydrocortisone). Patient did follow proper skin preparation.